Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision and refractive surprise with large degree residual cylinder despite femto lri and lens was exchanged in a secondary procedure. Additional information was requested.